Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keyapd traces no button error alarms noted. Device was received with cracked case at display window corners. Device was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 280 mg/dl. Troubleshooting was not performed. The device was returned for analysis.